Manufacturer narrative:
Upon receipt, the lead was subjected to an extensive analysis. The performance of the device under complaint was scrutinized, including a visual, an electrical and a mechanical inspection. During the inspection, signs of laser extraction were found along the lead body, which occurred most likely during the surgery. Coagulated blood was found in the lumen of the lead. During further analysis, no deviations were noted which might be related to the clinical observation as mentioned in the complaint description. The lead proved to be within specifications and flawless throughout its inspection. In summary, there was no sign of a material or manufacturing problem.

Event description:
This lead was explanted and replace due to dislodgement. Should additional information become available this file will be updated.